Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H1 type of reportable event updated to death. H6 death impact code added.

Event description:
The patient was enrolled in a clinical study on (B)(6) 2022. It was reported that the patient experienced an acute cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with complete laa seal and deployed device diameter of 23 mm. There were no complications that were reported to have occurred. The patient was discharged on a medication regimen of aspirin (81mg /day) and apixaban (2.5mg/day). On (B)(6) 2025, 1054 days post index procedure, the patient arrived at the emergency department (ed) via emergency medical services (ems) due to complaint of aphasia, garbled speech, right facial droop along with dysarthria that started approximately 30 minutes prior to arrival. The patient denied any illness or recent trauma. On (B)(6) 2025, computed tomography (CT) of the brain was performed without contrast in response to the event which revealed no acute intracranial abnormality. A CT angiogram of the head and neck were performed which revealed moderate atherosclerotic plaque of the bilateral carotid. CT perfusion showed abnormality of lateral, posterior, and frontal lobe. CT cerebral perfusion analysis revealed a small region of possible perfusion abnormality in the left posterior frontal lobe of questionable clinical significance, not meeting the threshold for true infract. Based on the diagnostic findings, the patient was diagnosed with acute cva. The patient was on a medication regime of aspirin (81 mg /day) at the time of the event. In response to event, the patient was given tnk-tpa-treatment (tenecteplase). On (B)(6) 2025, post tnk tpa-treatment, the patient was noted to have developed a headache for which repeated CT brain without contrast was performed. Imaging revealed an interval development of extensive parenchymal hemorrhage in the right temporal lobe with scattered subarachnoid hemorrhage and intraventricular hemorrhage within the right lateral ventricle and in the 3rd and 4th ventricle. No midline shifts or hydrocephalus noted. Grey-white matter differentiation was preserved. No localized acute infract was noted. The patient was administered with intravenous (IV)/intramuscular (im) and oral medication change/adjustment was done. On (B)(6) 2025, CT brain without contrast revealed similar extent of right temporal intraparenchymal hemorrhage. No midline shifts or brain herniation. An increased diffuse subarachnoid hemorrhage increased intraventricular hemorrhage now with near complete opacification of the right lateral ventricles and similar involvement of the third ventricle and fourth ventricle were noted. On the same day, an MRI of brain demonstrated there was either a large right temporal intraparenchymal hemorrhage or extensive hemorrhagic transformation of a right temporal infarct. This was associated with intraventricular blood and significant subarachnoid blood. There was no obvious midline shift or herniation. A small contralateral left frontal lobe stroke was noted which did not demonstrate hemorrhagic transformation. A bedside swallow study was also performed to test the patient ability to swallow food, which revealed the patient having moderate to severe dysphagia. The patient was advised for level 4 diet (pureed/ speech therapy). On (B)(6) 2024, the patient was oriented to person, place and time and no focal deficits was noted. The patient was started on a medication regime of crestor due to stroke. On (B)(6) 2025, the patient was started on apixaban (2.5mg/day) for stroke. On (B)(6) 2025, the patient was discharged to a rehabilitation/ skilled nursing facility. It was further reported that on (B)(6) 2025, the patient presented to emergency room (ER) with the complaint of nosebleed and vaginal bleeding while at the nursing home. In ER, upon evaluation there was no nasal or vaginal bleeding noted. However, the patient was found to be tachycardiac and had elevated sodium. The patient was admitted to the hospital for evaluation and further management of hypernatremia. Upon admission, brain imaging, lab test and EKG was performed. On (B)(6) 2025, the patient was noted with encephalopathy and neurology was consulted. The patient was recommended for an electroencephalogram (eeg) to exclude subclinical seizures, brain MRI to evaluate for new strokes, chest x-ray and blood work up. The site confirmed MRI was ordered during this admission, but it was not done. On (B)(6) 2025, the patient become very lethargic, not responsive, refused food, water, or medication and subsequently died due to post stroke encephalopathy (1080 days post implant procedure) at the hospital. At the time of the death, the subject was on aspirin (81 mg /day) and apixaban (5 mg/day).

Event description:
The patient was enrolled in the watchman champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that the patient experienced an acute cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with complete laa seal and deployed device diameter of 23 mm. There were no complications that were reported to have occurred. The patient was discharged on a medication regimen of aspirin (81mg /day) and apixaban (2.5mg/day). On (B)(6) 2025, 1054 days post index procedure, the patient arrived at the emergency department (ed) via emergency medical services (ems) due to complaint of aphasia, garbled speech, right facial droop along with dysarthria that started approximately 30 minutes prior to arrival. The patient denied any illness or recent trauma. On (B)(6) 2025, computed tomography (CT) of the brain was performed without contrast in response to the event which revealed no acute intracranial abnormality. A CT angiogram of the head and neck were performed which revealed moderate atherosclerotic plaque of the bilateral carotid. CT perfusion showed abnormality of lateral, posterior, and frontal lobe. CT cerebral perfusion analysis revealed a small region of possible perfusion abnormality in the left posterior frontal lobe of questionable clinical significance, not meeting the threshold for true infract. Based on the diagnostic findings, the patient was diagnosed with acute cva. The patient was on a medication regime of aspirin (81 mg /day) at the time of the event. In response to event, the patient was given tnk-tpa-treatment (tenecteplase). On (B)(6) 2025, post tnk tpa-treatment, the patient was noted to have developed a headache for which repeated CT brain without contrast was performed. Imaging revealed an interval development of extensive parenchymal hemorrhage in the right temporal lobe with scattered subarachnoid hemorrhage and intraventricular hemorrhage within the right lateral ventricle and in the 3rd and 4th ventricle. No midline shifts or hydrocephalus noted. Grey-white matter differentiation was preserved. No localized acute infract was noted. The patient was administered with intravenous (IV)/intramuscular (im) and oral medication change/adjustment was done. On (B)(6) 2025, CT brain without contrast revealed similar extent of right temporal intraparenchymal hemorrhage. No midline shifts or brain herniation. An increased diffuse subarachnoid hemorrhage increased intraventricular hemorrhage now with near complete opacification of the right lateral ventricles and similar involvement of the third ventricle and fourth ventricle were noted. On the same day, an MRI of brain demonstrated there was either a large right temporal intraparenchymal hemorrhage or extensive hemorrhagic transformation of a right temporal infarct. This was associated with intraventricular blood and significant subarachnoid blood. There was no obvious midline shift or herniation. A small contralateral left frontal lobe stroke was noted which did not demonstrate hemorrhagic transformation. A bedside swallow study was also performed to test the patient ability to swallow food, which revealed the patient having moderate to severe dysphagia. The patient was advised for level 4 diet (pureed/ speech therapy). On (B)(6) 2024, the patient was oriented to person, place and time and no focal deficits was noted. The patient was started on a medication regime of crestor due to stroke. On (B)(6) 2025, the patient was started on apixaban (2.5mg/day) for stroke. On (B)(6) 2025, the patient was discharged to a rehabilitation/ skilled nursing facility.